Event description:
The customer reported receiving ambient temperature errors from a coulter lh 500 hematology analyzer. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures via phone. While troubleshooting, the customer discovered a blue fluid leak of approximately 5ml near the right side panel of the instrument. The leak was not contained within the instrument and the customer identified that the leak originated at pinch valve pv37 and dripped onto the peltier (temperature control) module. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Field service was dispatched initially, but the service representative called the customer back and the customer stated that tubing at pv37 was replaced to resolve the reported issues. The instrument generated ambient temperature errors alerting customer to an instrument problem, which were attributed to fluid from the leak dripping onto the peltier module.. (B)(4).